Event description:
It was reported that the patient presented to the emergency department (ed) due to receiving multiple shocks from their implantable cardioverter defibrillator (ICD). It was noted the ICD misinterpreted supraventricular tachycardia episodes (svt) as true arrythmia. Additionally, there were no supporting electrocardiograms (egm). No intervention was performed. There were no patient consequences.